Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the medication transfer was recorded twice, although the provider confirmed it was successfully completed only once. The user then attempted to waste the remaining medication; however, the transaction did not appear to process. The user subsequently transferred the medication again, which was successful, and was then able to complete the waste. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. D4 and h4: serial number, unique device identifier (UDI) and device manufacture date. Section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model and section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the medication transfer was recorded twice but per provider that was successfully only once. A technical support specialist (tss) connected to the station and server, pulled logs, and involved pse to analyze the issue. Followed the knowledge article title es station log collection script. Log review and database validation confirmed a communication or synchronization delay where incremental synchronization errors prevented timely data upload from the station. As a result, the first transfer transaction was not received by the server in time, allowing a second transfer for the same dispense on another device. Server synchronization logs showed no issues, but station logs indicated repeated upload failures until synchronization restarted, which later resolved the backlog. Rca determined the double transfer occurred due to delayed synchronization rather than user action, and findings were documented and communicated to the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the medication transfer was recorded twice, although the provider confirmed it was successfully completed only once. The user then attempted to waste the remaining medication; however, the transaction did not appear to process. The user subsequently transferred the medication again, which was successful, and was then able to complete the waste. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.